Manufacturer narrative:
Please note the correct serial number associated with this case is (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/02/2013 with the following findings: the keypad cover was returned peeling near the up arrow button. During testing, all the keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. During investigation, evidence of contamination was found under all key contacts. There was evidence of moisture behind the display lens; a leak test was performed and a bolus button leak was found. There was evidence of moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.